Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise via reduce intrinsic amplitudes. The patient was working-out at the time of the event. The inappropriate shock occurred while the device was using the secondary sensing vector. During an office follow-up, isometrics produced muscle noise in the secondary and primary sensing vectors. The physician elected to make no programming changes. There were no additional adverse patient effects. The system remains implanted.